Manufacturer narrative:
Lot number and customer information were not provided. Unable to retrieve additional information to perform an investigation report.

Event description:
False negative result(s). Gave a false reading at home. Went to the dr and tested positive for covid. FDA safety report ID (B)(4). Mw5111904.